Manufacturer narrative:
Analysis confirmed intermittent display blinking. The stylus was missing and the lower case feet was worn. Replacement stylus did not align with the cursor. Programmer sticker labels shows (B)(4), however serial number loaded onto programmer is (B)(4) indicating programmer is 2090x. No traceability for parts used, therefore programmer was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was blinking and therefore unusable. There was no patient involvement. The programmer subsequently tested out of specification during manufacturers analysis .

Manufacturer narrative:
Correction d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.